Manufacturer narrative:
(B)(4). Review of the x-rays demonstrates femoral fracture and component subsidence. The initial post-operative images show normal alignment of the arthroplasty components and no contributing factors that would result in the subsequent periprosthetic fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total hip revision with open reduction and internal fixation of periprosthetic fracture approximately 6 weeks post implantation.

Manufacturer narrative:
It was identified this reporting is a duplicate of 0001825034-2014-07719. Please void this submission.